Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(6), 2011. Evaluation of the device observed that the handpiece started alone. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece didn't function properly. There was no patient harm or delay reported.